Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead insulation damaged during slitting of delivery system. This lead was never in service. No adverse patient effects were reported.